Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times after customer loaded cartridge with cold insulin. There was no impact to the customer's blood glucose level. The customer reloaded the same cartridge and the issue was resolved. Customer was reminded that room temperature insulin should be used during the load process.